Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #3 date of submission 12/09/2016 ¿ correction to d4 serial #.

Manufacturer narrative:
Follow-up #2: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the pump's black box showed an unexplained pump reboot event on 03/02/2007. The pump powered on to a blank display screen. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. There was evidence of additional moisture inside the pump on the battery canister and printed circuit board. The damaged display was replaced with a test display, which was fully illuminated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.